Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. Same case as 6000089-2007-0699. It was reported that 545 days after a coronary drug eluting stenting treatment procedure, the patient expired. Lesion 1 was a 2.75mm, 90% stenosed, 30mm long portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with predilatation and placement of a 2.75x32mm taxus express2 study stent. Following post-dilatation, residual stenosis was 0%. Lesion 2 was a 2.5mm, 75% stenosed, 12mm long portion of the distal left anterior descending (dist lad) artery. The physician treated the target lesion with direct stent placement of a 2.5x16mm taxus express2 study stent. Residual stenosis was 0%. The patient was discharged the next day on aspirin and plavix. At the 2 year follow-up, it was learned that 545 days after the initial procedure the patient died. Cause of death was unknown. The site learned of the patient's death through the social security death index. The physician assessed the event as target vessel involved unknown. The site determined device causality as unknown.